Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) alleging a bent one touch verio test strip issue. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she had a bent test strip issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) # is k093745.